Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in poland. It was reported that on (B)(6) 2024 the patient reported that the one infusion set cannula was bent.. The length of time infusion set is for 1 hour. The site of insertion is abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.